Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver snapped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter but no additional information was available.

Manufacturer narrative:
The mega suturecut needle driver has been returned and evaluated by the failure analysis team. The mega suturecut needle driver was found to have a broken grip cable at the distal end. Failure analysis found additional observation(s) not reported by site: the mega suturecut needle driver was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
Refer to h10/h11 for follow-up information.